Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a complaint about their mobile power unit (mpu) malfunctioning. Log files were submitted for review and captured routine events. It was noted that the mpu had started beeping unexpectedly when it was not in use. The power did not go out and the mpu was not unplugged or touched at all. The beeping stopped after several seconds on its own. There were no lights on the mpu.

Manufacturer narrative:
This event was determined to be supplemental information and investigation findings will be submitted under manufacturer reference number: 2916596-2025-04129.